Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure when the surgeon advanced iol, the plunger felt hard. The surgeon had stopped using the product. The iol was not inserted into the patient's eye. Patient had infection earlier. The surgery was completed with the backup company lens of same diopter. Additional information has been requested.